Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issue has been completed. The product was returned, and the issue was confirmed. The console logs were partially consistent with what was reported in the complaint. One instance of battery failure (transport connection switch blown/missing) alarm was observed in the imc logs but occurred on 28-jun-2025 and not on the reported complaint date of 30-jun-2025. The console was tested after arriving in field service, and the reported battery failure was confirmed. Battery test results revealed that the cells in both batteries were all below 2500mv replacing the batteries with known good ones resolved the issue. The root cause of the battery issue was identified as depleted batteries, which resulted in a battery lockout.

Event description:
The distributor reported that during training the automated impella controller (aic) had a battery failure alarm. There was no patient involvement.